Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy, when the lung was clamped, and it was released once. The lung was clamped again, and the green button was pressed but the firing was unable to be performed. Another handle was used to complete the case. There was no patient injury.